Event description:
One arm of the arthroscopic scissors broke off inside the knee while cutting the pedicle of a loose body. The instrument was checked by the senior scrub nurse prior to starting the procedure. The surgeon made the decision to leave the part as the procedure had already run over by an hour. He will discuss this in full with patient and assess if the patient will come back to theatre for a re-exploration.

Manufacturer narrative:
Evaluation of the device shows the distal tip of the shaft has broken off. The break area is flared out slightly to the right indicating a torsional side load was applied to the device during use. Device has been in use for nineteen years without previous issues. Conclusion: improper use. (B)(4).